Manufacturer narrative:
Reporter is a j&j employee. This report is for an unknown nails: multiloc humeral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation procedure with the multiloc and end cap for a fracture of the proximal humerus. When the surgeon tried to insert the end cap in question, it could not be fully inserted despite several attempts. The surgeon attempted to insert and tighten the end cap manually and completed the surgery with the end cap placed at an angle into the nail. The surgery was completed successfully. There was a 30 minute delay. No further information is available. This report is for one (1) unk - nails: multiloc humeral. This is report 2 of 2 for complaint (B)(4).